Event description:
It was reported that the bd discardit ii¿ syringe with needle had a crack in the barrel and leaked blood. This occurred 2 times during use. The following information was provided by the initial reporter: "while collecting blood from patients, phlebotomist has observed that bd discardit ii 5ml23g syringe barrel has crack and leaking of blood at plunger site."

Manufacturer narrative:
Investigation summary: two photos were received by bd for evaluation. A quality engineer was able to review the photos of discarditii 5ml with 22x1 from lot # 57978, regarding item # 300852 with the reported issue of ¿discardit ii 5ml23g syringe barrel has crack and leaking of blood at plunger site¿. No sample and two photographs were shared by the customer along with the registered complaint. The investigating team has carried on the simulation of the defect on the retention samples of material number 300852 of lot number 0.0057978. A total of 5 retention samples were investigated and the retention samples of 0.0057978 did not have any crack barrel in them. The defect could not be confirmed as no defect found in any of the retention samples and due to lack of original defective samples the investigation of crack barrel could not be completed. The probable root cause of crack barrel could happen on marking station due to uneven pressure while stamping. As a correction to avoid this from reoccurring the toggle arms will be replaced if any wear tear will be observed. This will also be updated in pm checklist. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure.

Event description:
It was reported that the bd discardit ii¿ syringe with needle had a crack in the barrel and leaked blood. This occurred 2 times during use. The following information was provided by the initial reporter: "while collecting blood from patients, phlebotomist has observed that bd discardit ii 5ml23g syringe barrel has crack and leaking of blood at plunger site."

Manufacturer narrative:
Correction: the catalog and lot numbers have been provided by the customer. The following fields have been updated: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.5. Describe event or problem: it was reported that the bd discardit ii¿ syringe with needle had a crack in the barrel and leaked blood. This occurred 2 times during use. D.1. Medical device brand name: bd discardit ii¿ syringe with needle d.2. Medical device catalog#: 301285. D.2. Medical device lot#: 0057978. D.4. Medical device expiration date: 2025-01-31. D.5. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 2020-02-26.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd discardit¿ ii syringe had a crack in the barrel and leaked blood. This occurred 2 times during use. The following information was provided by the initial reporter: "while collecting blood from patients, phlebotomist has observed that bd discardit ii 5ml23g syringe barrel has crack and leaking of blood at plunger site."